Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked by the tube holder and the right and left plunger cases were cracked. A review of the event history log identified invalid syringe size . During functional testing using the syringe test and size calibration, the reported issue was unable to be duplicated. The barrel clamp head screw was found loose which is causing the invalid syringe size intermittently due to normal wear.the root cause of the problem was related to normal wear of the pump as it is over 10 years old. Replaced barrel clamp head screw also replaced size pot for preventive. Performed preventative maintenance and all functional testing which passed.

Event description:
It was reported that the pump was unable to calibrate the syringe. No patient injury was reported.